Manufacturer narrative:
Implant date - no information. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "unknown -side deflation."

Event description:
Physician reported unknown side rupture later confirmed as left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3, g.1.

Event description:
Physician reported unknown side rupture later confirmed as left side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening linear on posterior, yellow biological tissue inner device, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified, opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on posterior assessed, as fold flaw opening.